Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, provider inserted a 30cm catheter when he thought it was a 20cm, thus penetrating patients heart. It was stated that the catheter was not repaired, there was no leak, no cleaning agents was used and there was no luer adapter issue. It was reported that patient ended up expiring but cause was unknown as patient had multiple gunshot wounds.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, provider inserted a 30cm catheter when he thought it was a 20cm, thus penetrating patients heart. It was reported that there was patient harm at the cavo-atrial junction and patient had symptoms of hemodynamically unstable and was corrected via bedside surgery, patient improved after correction. It was stated that the catheter was not repaired, there was no leak, no cleaning agents was used and there was no luer adapter issue. It was reported that patient ended up expiring due to the injuries sustained due to the gunshot wounds.